Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the common bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2022. During the procedure, the pull wire from the handle part of the microknife xl was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the common bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2022. During the procedure, the pull wire from the handle part of the microknife xl was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of cutting wire (pull wire) broken. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the wire at the handle section was broken and kinked. An x-ray inspection was performed, and it was observed that the working length was kinked/bent at the proximal section. Additionally, the wire was broken at the handle section. No other problems with the device were noted. The reported event of pull wire broken was confirmed. Upon analysis, it was found that the wire was broken and kinked at the handle section. Additionally, the working length was also kinked at the proximal section. Based on the condition of the device, the problems found could have been generated due to handling and manipulation of the device during its use which can lead to working length kinked/bent. Due to this condition, it could have caused some friction with the cutting wire during the handle actuation leading to kink the wire and then break it. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.